Event description:
The sutures were used during a triple aortic aneurysm. Reportedly the procedure were performed approximately 3 months ago, and the patient expired during this time. It was reported the patient was in poor health prior to the procedure. Surgeon stated 2 to 3 sutures broke during the procedure. The medical staff reported the patient was not expected to survive due to the triple aortic aneurysm. They stated the suture did not contribute to this event.